Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to the hospital via ambulance on (B)(6) 2016. Customer reported that prior to going to the hospital, blood glucose was 434 mg/dl. Customer has symptoms of nausea and almost vomiting. Customer treated blood glucose was manual injections and insulin pump. At the hospital customer was treated with IV fluids. During troubleshooting, it was found that drive support cap appeared normal. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.